Event description:
It was reported by the attorney that the plaintiff underwent a laparoscopic cholecystectomy in 1994. During that procedure the surgeon used vicryl sutures to close the deep tissue layers of the plaintiff abdomen. After the surgery, the plaintiff was treated for a recurring abscess in abdominal incision. In 1999 the plaintiff underwent a surgery where allegadly the surgeon removed vicryl sutures within the abdominal incision. It was stated that after that surgery, the plaintiff's abdominal infection and drainage ceased.